Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic sleeve gastrectomy, during the transection on the stomach, the device was not able to fire and squeeze the handle, the surgeon squeezed the handle, but it did not advance, it was completely locked up. The surgeon applied too much pressure on the handle and they heard a crack/ snap of the teeth that indicates the reload would not fire. The tissue was not thick. They opened additional device, but both broke when they were trying to fire the reloads. They used a new handle to complete the case and resolve the issue. There was an extension of thirty minutes or more in the surgery. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection noted that the first reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The second reload was fully fired. The third and fourth reload were sealed in their original packaging. Functionally the first reload was loaded into a post market vigilance instrument, the interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The second reload was loaded into a post market vigilance instrument and was cycled without hesitation or binding. The third and fourth reloads were removed from their packaging, loaded into a post market vigilance instrument, and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.